Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, frozen display, device test failed, pump error 35(a broken force sensor was detected during seating or regular delivery), pump was exposed to water, and crack on the battery tube side case. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for display issue and found that the display was frozen and noticed damaged pump. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. Troubleshooting was performed for stuck button alarm. Pump had not been exposed to altitude change. Troubleshooting was performed for fluid in pump issue. Customer reported that pump was exposed to moisture and fluid was present in pump. Pump did not pass self-test. Troubleshooting was performed for pump error 35 alarms. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.